Event description:
Sorin group italia has received a report that, during support, after nearly one day from change-out, the patient blood oxygen saturation was 40% pre-oxygenator and 70% post-oxygenator using a lilliput ECMO oxygenator. Medical team elected to the change out the oxygenator, administer heterologous blood to the patient. According to information, the issue caused transient hypoxia. There is no report of any patient injury. On (B)(6) 2022, during follow up with the customer, it was confirmed the patient is fine.

Manufacturer narrative:
Patient information was not provided. The complained lilliput ECMO oxygenator is a non-sterile device assembled into a sterile convenience pack (catalogue c20094nd, lot 2111090100) that is not distributed in the USA. The expiration date refers to the sterile finished product into which the oxygenator was assembled. As the sterile convenience pack is not distributed in USA, the UDI number is not applicable. The complained lilliput ECMO oxygenator is similar to the lillipup pmp, lilliput pmp integrated oxygenator catalogue 050577, which is distributed in the USA, for which the device identifier is 0803317811275. The complained lilliput ECMO oxygenator is a non-sterile component assembled into a convenience pack that is not distributed in the USA and similar to the lillipup pmp, lilliput pmp integrated oxygenator catalogue 050577, which is distributed in the USA (510(k) number: k151713). The device manufacturing date refers to manufacture date of the sterile, finished convenience pack into which the oxygenator was assembled. Sorin group italia manufactures the lilliput ECMO oxygenator. The incident occurred in paris, france. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The involved device has been disposed by the customer. Livanova is following up with the customer for additional information on ECMO procedure data. If any additional information pertinent to the reported event is obtained, it will be provided in a supplemental report.

Event description:
See initial report

Manufacturer narrative:
Livanova has received a report that, during support, after nearly one day from change-out, the patient blood oxygen saturation was 40% pre-oxygenator and 70% post-oxygenator using a lilliput ECMO oxygenator. Medical team elected to the change out the oxygenator, administer heterologous blood to the patient. According to information, the issue caused transient hypoxia. There is no report of any patient injury. The involved device was not made available for return and investigation, since it has been disposed by the customer. Verification of manufacturing records pointed out that noticed device was released as conform according to specifications. Review of complaints database revealed no other similar cases notified for batch concerned from the market. On july 28th, 2022, during a follow up communication with the customer, it was learnt that: the patient was fine after the incident and died few days after for other reasons; the change-out of the oxygenator last about 15 minutes; the oxygenator change-out did not improve the gas-blood parameters. The pump sheet of the case was not made available to analyze the initial gas-blood parameters applied by medical team and any subsequent adjustment prior to replacing the device. During the follow-up with the customer on july 28th, 2022, the medical team confirmed that there was not a relationship between the reported low oxygenation condition and the device. Consequently, there is no direct relationship between the patient outcome and any device-related malfunction. According to the medical team, the reported event was solely due to the patient clinical conditions. No specific action was currently deemed necessary. Livanova will keep monitoring the market. H3 other text : disposed by the customer.